Manufacturer narrative:
Concomitant medical products: product ID: 8782, serial# (B)(4), implanted: (B)(6) 2021, explanted: (B)(6) 2022, product type: catheter; product ID: 8780, serial# (B)(4), implanted: (B)(6) 2021, product type: catheter. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a company representative (rep) regarding a patient receiving dilaudid 1.3 mg/ml at minimum rate 0.0083 mg/day via an implantable pump. It was reported the pump reservoir was full at the patient's last two refills/follow-ups. A dye study had been performed on (B)(6) 2022. There were no environmental, external, or patient factors. The patient had a full system explant and the pump and catheter were reported to be discarded. Patient weight and medical history were asked but remain unknown. At the time of this report the issue had been resolved and the patient's status was alive - no injury.

Event description:
Additional information was received from a healthcare provider (hcp) via a company representative who reported that the cause of the full reservoir was not determined. The actual reservoir volume at the pump refill was around 19-20 ml and the expected reservoir volume was 3-4 ml. The result of the dye study was that they were not able to aspirate.

Manufacturer narrative:
Continuation of d10: product ID 8782 lot# serial (B)(6) implanted: on (B)(6) 2021 explanted: on (B)(6) 2022 product type catheter product ID 8780 lot# serial (B)(6) implanted: on (B)(6) 2021 product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8782 serial (B)(6) , ubd 2021-07-01, UDI# (B)(4) product ID 8782 lot# serial(B)(6) implanted: on (B)(6) 2021 explanted: on (B)(6) 2022 product type catheter product ID 8780 lot# serial (B)(6) implanted: on (B)(6) 2021 . Product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8780 serial (B)(6) ubd 2023-01-14, UDI# (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.